Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was programmed with multiple bolus deliveries and the bolus wizard registered all of the deliveries properly in the bolus history. There was no history anomaly and the device was unable to download due to displayable history crc check failure in the alarm history. The insulin pump was received with cracked display window corner and scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and history anomaly. Customer's blood glucose level was 420 mg/dl. Customer treated their high blood glucose via insulin pump. Customer's mother believed the patient did not receive any insulin. Troubleshooting for history anomaly was performed. Customer's mother advised the bolus crab ratio was missing and could not be found in the bolus history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.